Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap and further testing could not be performed.

Event description:
It was reported that the customer's insulin pump alarmed constantly. No further information was provided.